Manufacturer narrative:
This report is submitted on december 5, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on january 17, 2023.